Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while applying clips to the vessel, the obturator/trocar broke and the clips did not have the right shape and were not functional. They fired another clip to complete the case. There was no patient injury.